Manufacturer narrative:
All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I results for one male patient within the last 10 days. The result for the patient was around 100,000 (no specific value was provided). The customer is not sure if the troponin-I result is correct for this patient. The patient had a ck result in the 4-digit range. The customer could not provide any further specific information as the patient was transferred to a bigger hospital. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Data and information provided were reviewed and support the complaint issue without indication for any additional issue. The lot search review did not identify an increase in complaint activity for the issue for the lot. A tracking and trending review of complaint data for list number does not identify any related trends. The device history record was reviewed and did not identify any non-conformances or deviations associated with the lot number and complaint issue. Worldwide customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay. The review shows that the median patient result for the complaint lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. As review of applicable field data suggests that the performance is acceptable, file kit testing is not required. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for architect stat high sensitive troponin-I reagent lot 45226ud00.